Manufacturer narrative:
As reported, the contrast media leaked when a 5mm x 20 155 saber rapid exchange (rx) balloon catheter was being inflated. There was no reported patient injury. The unknown wire crossed the lesion which was the superficial femoral artery, and a contralateral approach was made. The product was returned for analysis. A non-sterile saber rx 5mm x 20cm 155 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon had been previously inflated. No anomalies were observed at the naked eye. Functional test was intended to be performed on the unit. A syringe filled with water was attached to the inflation lumen and pressure was applied. However, a leakage was observed in the body shaft of the unit approximately 98.0 cm from the hub. Per microscopic analysis, sem analysis was performed to the received unit to identify the possible root cause of the leakage condition on the body shaft with the following results: results showed that the leakage was caused by a rupture on the body shaft surface. The external surface of the body shaft presented evidence of micro-tears, abrasions, and scratch marks near the rupture. This type of damage is commonly caused during the interaction of the unit¿s material with a sharp object or mechanical damage. Likely, the same factors that caused the observed micro-tears, abrasions and scratch marks on the body shaft surface probably lead to the rupture condition found. It seems the body shaft material near the rupture was torn either due to the interaction of the unit with calcified spicules located on the lesion or with a sharp object from the outside of the unit¿s body shaft. No other anomalies were found during the analysis. A product history record (phr) review of lot 82186208 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ was confirmed via device analysis as a leakage of water was noted during functional analysis. However, the exact cause cannot be determined. Device analysis revealed the external surface of the body shaft contained micro-tears, abrasions, and scratch marks near the rupture. It is likely vessel characteristics contributed to the reported event as evidenced by the results provided. The body shaft material near the rupture appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82186208 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the contrast media leaked when a 5mm x 20 155 saber rapid exchange (rx) balloon catheter was being inflated. There was no reported patient injury. The unknown wire crossed the lesion which was the superficial femoral artery and a contralateral approach was made. The device will be returned for evaluation.